Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased capture threshold and increasing pacing lead impedance were observed. The lead was explanted and replaced.